Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was low sensing, high pacing threshold, and high impedance on the right ventricular (rv) lead due to rv lead dislodgement. The lead was deactivated until a procedure was performed. During the replacement procedure, the rv lead was explanted and replaced and the patient was stable.